Event description:
The patient presented with a ruptured fusiform aneurysm in the v4 segment of the right vertebral artery one week prior to the event. The physician had successfully placed a stent but due to the size and shape of the aneurysm, coils could not be placed. On the day of the event the physician was attempting to place a second stent [device in question to "make the aneurysm neck safer". The second stent delivery system had been advanced to the middle of the first stent. As the physician attempted to deploy the second stent, the first stent collapsed. The physician was unable to maneuver the second stent system and the second stent was deployed with difficulty. It was reported that at this point the first stent perforated the aneurysm causing heavy bleeding. A CT scan was performed and an attempt was made to access the lesion from the left side. The intervention was not successful and the patient died.

Manufacturer narrative:
The device remains implanted in the patient and is not available for return.